Manufacturer narrative:
Corrected data: h10 (the following information below was inadvertently omitted from the previous follow-up report) the suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: - IFU states that detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. - IFU states that preventive measure in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories).

Manufacturer narrative:
Corrected data: h4 (device manufacturer date listed on the initial report was incorrect). H10: per the customer¿s response, reprocessing was performed in accordance with IFU (instructions for use). This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of foreign material in the biopsy channel and nozzle could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1: establishment name: (B)(6). The customer reported the device was cleaned, disinfected and sterilized prior to being returned for evaluation. There was no delay to precleaning. The customer did not know what the foreign matter was. The air/water nozzle was flushed with water and air. The instrument/suction channel was aspirated with water. There were no abnormalities in the accessories used for reprocessing. The instrument channel, instrument channel port, and suction cylinder were brushed. The air/water nozzle was wiped/brushed with a clean lint-free cloth/brush/or sponge. The air/water nozzle/channel was flushed with detergent solution. No other concerns for reprocessing were noted. The device was cleaned according to the instructions. The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. The device evaluation found: due to clogging of the channel tube, foreign objects came out of the distal end. Due to wear of the angle wire, the bending angle in the up direction did not meet the standard value. Due to the wear of the angle wire, the play of the upward/downward angulation control knob was out of the standard value. The adhesive on the bending section cover had a chip, a crack, and a white-clouded area. The following parts had a scratch: the channel tube, image guide protector, universal cord, protector of the universal cord on control section side, plastic distal end cover, and the connecting tube. The universal cord had a wrinkle. The suction connector had a dent. The adhesives around the objective lens had a white-clouded area. The adhesives around the light guide lens had white-clouded area. The investigation was ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the colonovideoscope had a nozzle blockage/weak suction and the forceps got caught during insertion or removal. The issue was found during a diagnostic procedure after the device was inspected. The procedure was completed with a similar device. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: foreign objects came out the distal end/forceps channel and nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.